Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported the issue occurred between on (B)(6) at 11pm to on (B)(6) approximately at 12:45am. The manager requested onsite technical support to retrieve the clinical audit and technical logs, as well as to confirm the bedside monitor was alarming and performing as expected. A philips technical consultant (tc) confirmed alarms did alert at the central station and the monitor. A good faith effort (gfe) response noted the potential cause of death is pneumonia and possible sepsis. The nurse did not report any visual alarms upon entering the patient's room and, per the family, there were no bedside alarms being announced. According to the gfe response, the staff also questioned why no bedside alarm was announced. The patient was connected to the monitor and pulse oximetry and there was no recollection from staff related to silencing alarms. The sequence of events per family leading up to the death was the patient was anxious, short of breath, and had just settled down. Later the family noted the patient did not appear to be breathing and thought the patient had passed and went to notify the staff. When the staff arrived in the room, the patient had no pulse, was not breathing, and no alarms were sounding on the monitor. Summary of technical complaint investigation: the clinical audit log was retrieved and reviewed by the philips product support engineer (pse). The clinical audit log provides a chronological record of the alarms and actions. Please note, the data column in the log record indicates the date and time displayed at the information center when the entry occurred. The action column contains the text generated when the alarm first appears and ended when the alarm no longer appears in the sector. Please note, the time in the action column shows the clock time of the monitoring device. The clock time may drift up to 30 seconds before the information center clock synchronizes to the monitoring device clock. (Pic ix 4.0 - instructions for use 453665023271 p.12-7) rev. A.00.00. On (B)(6) 2025 at 22:34:20, a spo2 65<89 alarm was generated. This alarm ended at 22:34:30 when the desat 65<82 was generated. The desat 59 <82 ended at 0034:20 following the acknowledgement at the monitor. Between 22:34:32 and 00:34:20, several alarms are logged in the audit log for pvc greater the 15/min, respiratory rate high, nbp systolic pressure high, and nbp mean pressure high. At 00:26:53, vent rhythm was generated until 00:28:22. Apnea generated at 00:29:55. Following this alarm, the hr started to slow generating low hr alarms a xbrady 29<30 at 00:30:31. The xbrady, apnea, and desat alarms were ended when the alarms were acknowledged at the bedside. Date instuition: bedlabel: action: device name: on (B)(6) 2025 22:34:21, (B)(6), dbedb19, spo2 65 <89, generated at 22:34:20. Dbedmon19. On (B)(6) 2025 22:34:32, (B)(6), dbedb19, spo2 65 <89, ended. Dbedmon19. On (B)(6) 2025 22:34:32, (B)(6), dbedb19, desat 65 < 82 generated at 22:34:30. Dbedmon19. Date instuition bedlabel action device name on (B)(6) 2025 00:26:58, (B)(6), dbedb19, vent rhythm generated at 00:26:53. Dbedmon19. On (B)(6) 2025 00:28:22, (B)(6), dbedb19, vent rhythm ended. Dbedmon19. On (B)(6) 2025 00:28:22, (B)(6), dbedb19, pacer not pacing generated at 00:28:17. Dbedmon19. On (B)(6) 2025 00:28:31, (B)(6), dbedb19, pacer not pacing ended. Dbedmon19. On (B)(6) 2025 00:28:31, (B)(6), dbedb19, hr 46 <50, generated at 00:28:26. Dbedmon19. On (B)(6) 2025 00:29:50, (B)(6), dbedb19, rr 7 <8, generated at 00:29:45. Dbedmon19. On (B)(6) 2025 00:29:55, (B)(6), dbedb19, rr 3 <8, ended. Dbedmon19. On (B)(6) 2025 00:30:00, (B)(6), dbedb19, apnea 0:21, generated at 00:29:55. Dbedmon19. On (B)(6) 2025 00:30:46, (B)(6), dbedb19, nbpm 30 <60, generated at 00:30:41. Dbedmon19. On (B)(6) 2025 00:31:31, (B)(6), dbedb19, hr 36 <50 ended. Dbedmon19. On (B)(6) 2025 00:31:31, (B)(6), dbedb19, hr 32 <50, generated at 00:31:26. Dbedmon19. On (B)(6) 2025 00:31:35, (B)(6), dbedb19, hr 30 <50, ended. Dbedmon19. On (B)(6) 2025 00:31:35, (B)(6), dbedb19, xbrady 29 <30, generated at 00:31:31. Dbedmon19. On (B)(6) 2025 00:34:20, (B)(6), dbedb19, desat 59 < 82, ended. Dbedmon19. On (B)(6) 2025 00:34:20, (B)(6), dbedb19, apnea 0:28, ended. Dbedmon19. On (B)(6) 2025 00:34:20, (B)(6), dbedb19, acknowledge, dbedmon19. The monitor configuration was reviewed. The alarms are configured for audible non-latching and visual latching of red only. The alarm latching setting defines how the alarm indicators behave when you do not acknowledge them. The IFU describes the behavior of the monitor when configured for visual latching and audible non-latching. Alarm latching behavior: please refer to chart of (mx400/450/500/550/600/700/800 ¿ instructions for use ¿ 453564497211 p.75 of the rev. K.2x.xx IFU). The monitor configuration also contains different settings for the low alarm volume can be set on the monitor. It could be the alarm volume was too low to hear in the clinical environment. Based on the information available and the logs provided by the customer, philips can confirm there were visual alarms but cannot confirm if there were audible alarms since we do not know what alarm volume configuration file they used. The reported problem was confirmed. The philips tc tested the monitor, and the central station, as well as confirmed alarm sounds were generated as designed when alarm criteria were met. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the monitor did not generate an audible spo2 alarm and the patient passed away. The nurse did not report any visual alarms upon entering the patient's room and, per the family, there were no bedside alarms being announced. Per the family, the patient had become anxious and short of breath, settling down a short time later, but then the family noticed the patient was not breathing. Family left the room to find a staff member, thinking the patient had passed away. When the nurse entered the room, the patient was not breathing, had no pulse and there were no alarms. The patient was connected to the monitor and pulse oximetry and there was no recollection from staff related to silencing of alarms; however, other reports from staff indicated alarms were occurring. The family indicated there was no staff at the nurses station when reporting the patient's condition. The cause of death was thought to be pneumonia and possible sepsis.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported the issue occurring in the timeframe of (B)(6) at 11pm to (B)(6) approximately at 12:45am. There was a manager request for onsite technical support to retrieve the clinical audit/technical logs and to confirm the bedside monitor is alarm/performing as expected. The rse during his investigation discovered the patient was not admitted to the monitor. Audit logs were retrieved and sent to an internal philips product support engineer (pse) for further analysis. The pse confirmed from the logs that the system was alarming at 00:34:21 prior to patient expiration, and that the alarms (plural) were not acknowledged for approximately two hours. There were also brady and apnea alarms during this timeframe. (B)(6) 2025 00:34:21 (B)(6) dbedb19 sector: desat 59 < 82 ended. Pic ix: dbedbsurv01 red alarm. (B)(6) 2025 00:34:21 (B)(6) dbedb19 sector: apnea 0:28 ended. Pic ix: dbedbsurv01 red alarm. (B)(6) 2025 00:34:20 (B)(6) dbedb19 desat 59 < 82 ended. Dbedmon19 red alarm. (B)(6) 2025 00:34:20 (B)(6) dbedb19 apnea 0:28 ended. Dbedmon19 red alarm. (B)(6) 2025 00:34:20 (B)(6) dbedb19 acknowledge dbedmon19 acknowledge. (B)(6) 2025 00:31:36 (B)(6) dbedb19 sector: xbrady 29 <30 generated at 00:31:31. Pic ix: dbedbsurv01 red alarm. (B)(6) 2025 00:31:36 (B)(6) dbedb19 sector: hr 30 <50 ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:31:35(B)(6) dbedb19 hr 30 <50 ended. Dbedmon19 yellow alarm. (B)(6) 2025 00:31:35 (B)(6) dbedb19 xbrady 29 <30 generated at 00:31:31. Dbedmon19 red alarm. (B)(6) 2025 00:31:32(B)(6) dbedb19 sector: hr 32 <50 generated at 00:31:26. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:31:32 (B)(6) dbedb19 sector: hr 36 <50 ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:31:31 (B)(6) dbedb19 hr 36 <50 ended. Dbedmon19 yellow alarm. (B)(6) 2025 00:31:31(B)(6) dbedb19 hr 32 <50 generated at 00:31:26. Dbedmon19 yellow alarm. (B)(6) 2025 00:30:47 (B)(6) dbedb19 sector: nbpm 30 <60 generated at 00:30:41. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:30:46 (B)(6) dbedb19 nbpm 30 <60 generated at 00:30:41. Dbedmon19 yellow alarm. (B)(6) 2025 00:30:01 (B)(6) dbedb19 sector: apnea 0:21 generated at 00:29:55. Pic ix: dbedbsurv01 red alarm. (B)(6) 2025 00:30:00 (B)(6) dbedb19 apnea 0:21 generated at 00:29:55. Dbedmon19 red alarm. (B)(6) 2025 00:28:32 (B)(6) dbedb19 sector: hr 46 <50 generated at 00:28:26. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:28:32 (B)(6) dbedb19 sector: pacer not pacing ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:28:31 (B)(6) dbedb19 pacer not pacing ended. Dbedmon19 yellow alarm. (B)(6) 2025 00:28:31 (B)(6) dbedb19 hr 46 <50 generated at 00:28:26. Dbedmon19 yellow alarm. (B)(6) 2025 00:28:23 (B)(6) dbedb19 sector: pacer not pacing generated at 00:28:17. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:28:23 (B)(6) dbedb19 sector: vent rhythm ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:28:22 (B)(6) dbedb19 vent rhythm ended. Dbedmon19 yellow alarm. (B)(6) 2025 00:28:22 (B)(6) dbedb19 pacer not pacing generated at 00:28:17. Dbedmon19 yellow alarm. (B)(6) 2025 00:26:59 (B)(6) dbedb19 sector: vent rhythm generated at 00:26:53. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 00:26:58 (B)(6) dbedb19 vent rhythm generated at 00:26:53. Dbedmon19 yellow alarm. (B)(6) 2025 23:50:55 (B)(6) dbedb19 sector: hr 132 >130 ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:50:54 (B)(6) dbedb19 hr 132 >130 ended. Dbedmon19 yellow alarm. (B)(6) 2025 23:47:55 (B)(6) dbedb19 sector: hr 132 >130 generated at 23:47:50. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:47:54 (B)(6) dbedb19 hr 132 >130 generated at 23:47:50. Dbedmon19 yellow alarm. (B)(6) 2025 23:45:40 (B)(6) dbedb19 sector: nbpm 118 >110 ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:45:40 (B)(6) dbedb19 nbpm 118 >110 ended. Dbedmon19 yellow alarm. (B)(6) 2025 23:30:34 (B)(6) dbedb19 sector: nbpm 118 >110 generated at 23:30:30. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:30:33 (B)(6) dbedb19 nbpm 118 >110 generated at 23:30:30. Dbedmon19 yellow alarm. (B)(6) 2025 23:30:33 (B)(6) dbedb19 sector: nbpm 127 >110 ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:30:32 (B)(6) dbedb19 nbpm 127 >110 ended. Dbedmon19 yellow alarm. (B)(6) 2025 23:15:49 (B)(6) dbedb19 sector: nbpm 127 >110 generated at 23:15:45. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:15:48 (B)(6) dbedb19 nbpm 127 >110 generated at 23:15:45. Dbedmon19 yellow alarm. (B)(6) 2025 23:15:48(B)(6) dbedb19 sector: nbpm 126 >110 ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:15:47 (B)(6) dbedb19 nbpm 126 >110 ended. Dbedmon19 yellow alarm. (B)(6) 2025 23:00:28 (B)(6) dbedb19 sector: nbpm 126 >110 generated at 23:00:24. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:00:27 (B)(6) dbedb19 nbpm 126 >110 generated at 23:00:24. Dbedmon19 yellow alarm. (B)(6) 2025 23:00:27(B)(6) dbedb19 sector: nbps 198 >180 ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 23:00:26 (B)(6) dbedb19 nbps 198 >180 ended. Dbedmon19 yellow alarm. (B)(6) 2025 22:45:46 (B)(6) dbedb19 sector: nbps 198 >180 generated at 22:45:43. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 22:45:45 (B)(6) dbedb19 nbps 198 >180 generated at 22:45:43. Dbedmon19 yellow alarm. (B)(6) 2025 22:34:33 (B)(6) dbedb19 sector: desat 65 < 82 generated at 22:34:30. Pic ix: dbedbsurv01 red alarm. (B)(6) 2025 22:34:33 (B)(6) dbedb19 sector: spo2 65 <89 ended. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 22:34:32 (B)(6) dbedb19 spo2 65 <89 ended. Dbedmon19 yellow alarm. (B)(6) 2025 22:34:32 (B)(6) dbedb19 desat 65 < 82 generated at 22:34:30. Dbedmon19 red alarm. (B)(6) 2025 22:34:22 (B)(6) dbedb19 sector: spo2 65 <89 generated at 22:34:20. Pic ix: dbedbsurv01 yellow alarm. (B)(6) 2025 22:34:21 (B)(6) dbedb19 spo2 65 <89 generated at 22:34:20. Dbedmon19 yellow alarm. (B)(6) 2025 22:34:00 (B)(6) dbedb19 sector: desat 63 < 82 ended. Pic ix: dbedbsurv01 red alarm. (B)(6) 2025 22:33:59 (B)(6) dbedb19 desat 63 < 82 ended. Dbedmon19 red alarm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.